Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer attempted to load multiple cartridge onto the pump but stated the pump gave a message to remove and replace the cartridge. The customer's blood glucose levels (bg) at the highest was 500 mg/dl and the customer administered a manual injection to address bg level. Tandem technical support verified in the pump logs that there were no cartridge alarms prior to the load occurrence. It was indicated that the customer would use manual injections as alterate insulin therapy.